Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported the stimulation was going up and down and hitting high and low while he was laying back stationary in a chair. It was noted the implantable neurostimulator (ins) was on. This occurred on the day of the report. As a step to resolve the issue, the patient was looking for a doctor that worked on the stimulator. Relevant medical history included post lumbar laminectomy syndrome.